Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and textured to smooth implant exchange.

Event description:
Physician reported right side capsular contracture baker grade IV and textured to smooth implant exchange. Physician also reported biocell implant. Treatment: capsulectomy. Device remains implanted.

Event description:
Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified deformation, cloudy, white encapsulation and red particles material was found on the shell/gel. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.